Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Investigation ¿ evaluation it was reported by a representative of sentara northern virginia medical center (virginia, USA) that on 24mar2023 an ultrathane mac-loc locking loop multipurpose drainage catheter (rpn: ult10.2-38-25-p-6s-clm-rh; lot#: 15165300) separated. The device was placed during an exchange procedure and was inserted over a wire guide into the gallbladder. The catheter was attached to an extension tube and drainage bag, and the fittings were noted to be securely attached. Two days after placement, the catheter separated near the mac-loc hub. As a result, the patient required an additional procedure to remove and replace the device. Reviews of documentation including the complaint history, device history record (DHR), quality control procedures, manufacturing instructions (mi), and instructions for use (IFU) for the complaint device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the dhrs for the reported complaint device lot 15165300 and the related subassembly lots revealed no related non-conformances. A review of complaint history for this lot found two additional complaints from the same customer for the same failure. To date, there have been no additional complaints received for leakage or hub separation from these lots. Additional related lots manufactured in a similar time period and lots made by the relevant operator were reviewed. No additional related complaints were noted from these lots. Some lots showed relevant nonconformances, but all nonconforming devices were scrapped prior to release. Since there are no related additional complaints received from the related lots, there is no evidence that additional nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, [t_multi2_rev1] ¿multipurpose drainage catheter,¿ provides the following information to the user related to the reported failure mode: how supplied upon removal from package, inspect the product to ensure no damage has occurred. The information provided upon review of the dmr, IFU, and DHR suggests that the device was not manufactured out of specification, and that there are no nonconforming devices in house or out in the field. Based on the information provided, no returned device, and the results of the investigation, cook medical has concluded the cause can be traced to component failure, without any design or manufacturing issue. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
The fitting was securely attached at first inspection. No issue was noted during the procedure. The patient was discharged after placement of the device. The patient's activity level is unknown. The activity level of two of the patients that experienced this failure with the device were free moving. The other patient's activity level was bed bound.

Event description:
It was reported that an unknown patient required a replacement of an ultrathane mac-loc locking loop multipurpose drainage catheter. The drainage catheter was initially inserted into the gallbladder of a "recurring patient" on (B)(6), 2023. Two days after placement, the mac loc hub was discovered to be "detached" from the drainage catheter. The drain was reported to be securely connected to an extension tubing and a drainage bag. The device was successfully exchanged (B)(6), 2023 over a wire guide. No other adverse effects were reported for this incident.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Initial reporter occupation: interventional radiology supervisor. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.